Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested explant due to inadequate pain relief. The patient had been implanted for 20 months and has not reported adequate pain relief since implantation. Reprogramming was unsuccessful in resolving the reported event. At the patient's request, the evoke scs system was explanted.